Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s blood glucose levels fluctuated between high and low values while using the ilet with a steel infusion set, with an ilet 300 alert noted, and troubleshooting and education were completed with the user accounting for meals. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization and resolution of immediate questions after education. Investigation included complaint review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the cause of the glycemic excursions remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.